Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 51 mg/dl. The customer said the low readings was due to exercise. The low readings began on (B)(6) 2017 at night. During the priming process the insulin pump casing came apart. The product will be returned for analysis.

Manufacturer narrative:
Findings: unit received with cracked/broken off end cap. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill anomaly due to cracked/broken off end cap. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.